Event description:
The patient received two scs leads from the same lot number. It was reported the patient did not have any stimulation therapy. An sjm representative met with the patient and attempted to reprogram the patient's scs system, but was not able to capture effective stimulation for all of the patient's pain areas. The patient is pending a consultation with her physician to decide on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.